Manufacturer narrative:
Event date was estimated as two weeks post procedure.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was discharged home. Two weeks post procedure the patient presented to the emergency room experiencing a shortness of breath. After being examined, it was noted that the patient had a pericardial effusion. The physician performed a pericardiocentesis where 500cc of fluid was removed. The patient did well following this and has since fully recovered from this event. The patient has been discharged home doing fine.